Event description:
Another sensor was successfully implanted.

Manufacturer narrative:
The cardiomems delivery system was returned for analysis. Upon functional inspection, a .018 sample guidewire was successfully passed through the greater lumen after dislodging a 1 mm thrombus at the distal tip. The diameter of the greater lumen met manufacturing specifications and the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemoptysis and device sticking remains unknown. Per the IFU, hemoptysis is a known inherent risk of trauma to the pulmonary artery during a cardiomems sensor implant.

Event description:
The cardiomems implant resulted in an aborted case due to the sensor "sticking" in the guidewire. Furthermore, the patient experienced hemoptysis while using a .035 wire. The patient was not intubated but was kept overnight for observations. The physician plans to attempt to implant another sensor at a later date.